Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited failure to capture. No intervention was performed. No patient consequences were noted.